Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "high intraocular pressure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported xen®45 gts was implanted in right eye via ab-externo technique and noted "light minimal conjunctival haem" with well bleb formed at end of surgery. Post-op, patient experienced increased iop of "36 mmhg requiring revision surgery and then a trabeculectomy to reach target iop."